Event description:
It was reported that the patient was undergoing an av fistula angioplasty procedure with a 6fr procedure sheath punctured at the brachial artery that was non-tortuous, concentric and de novo. The absolute pro 6.0x20 mm was placed with the radiopaque markers at the stenosis. However, upon deployment the absolute pro stent jumped. As a result, another absolute pro 7.0x20 mm was deployed at the stenosis with an optimal result. While deploying the absolute pro, the physician had done all the deployment steps correctly - proper stent placement (according to markers), keeping the shaft of the device straight, making sure that the markers did not move during deployment and "clicking" slowly. No clinically significant delay in the procedure or adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.